Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date with blood glucose of 15mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by glucose drip. No further complications were reported. The customer will continue to use the device.